Event description:
End user's mother reported that medical attention was sought on (B)(6) 2016 at 1:00pm. The end user visited the ER due to his prodigy glucose meter gave a reading of 260 mg/dl accompanied with frequent urination. Upon arrival to the ER, his blood glucose was tested and was over 600 mg/dl and he was hospitalized for three days. No details were provided in regards to treatment that was administered while he was hospitalized. The end user followed up with his primary care physician and his insulin was changed to a sliding scale. No other information was provided.